Event description:
An initial false negative axsym hepatitis c virus 3.0 result was obtained on a pt who was positive with ortho hepatitis c virus. Axsym hepatitis c virus 3.0 was repeated and was positive. Negative result was not reported. No injury occurred.